Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (b)(6 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone 5mg/ml at 3.9013 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. Over the weekend of (B)(6) 2015, the patient was in the emergency room (ER) with a possible overdose. The patient stated the cause of the overdose was the pump. The patient was going to be seen by their hcp on the day of the report to further assess the situation. It was later reported by the hcp that there was no overdose. No interventions were required. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.